Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial cells under flap one day post treatment. The patient was brought back for a flap lift to remove the epithelial cells. Visual acuity sans correction (vasc) was 20/20 for right eye, 20/100 for the left eye. Corneal abrasion central left eye was noted post flap lift, and it was reported to be resolving.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.